Event description:
Clinical study. It was reported at the 2 year follow-up that 437 days after a coronary drug eluting stent treatment procedure, the patient expired. The target lesion was a 3.0mm, 100% stenosed, 16.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and placement of a 3.0 x 24 mm taxus express2 study stent overlapping a previously placed bare metal stent of unknown size and date. Residual stenosis was 0%. The patient was discharged 10 days later on aspirin and plavix. In 2005, the patient was placed on peritoneal dialysis for diabetes-related renal failure. In 2006, the patient was admitted for surgical repair of a leaking, malfunctioning peritoneal dialysis catheter. The replacement of the pd catheter was performed without complications. Hours following the surgery, the patient was found unresponsive and without vital signs. The patient was pronounced dead 437 days after the index procedure. No autopsy was performed and no additional information is expected. In the opinion of the physician, the cause of death was end stage renal disease and the target vessel was not involved.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.